Event description:
It was reported that a patient's device showed high lead impedance during a clinic visit. Impedance was within the normal limits during her previous appointment two months prior. The patient's lead and generator were initially implanted approximately 1 year before the high impedance was observed. A company representative reported that per the patient's mother, a neighborhood friend hit the patient in the chest while playing. The patient was referred for surgery. The device history records were reviewed for the lead and revealed that the device met all functional specifications prior to release for distribution. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent lead replacement surgery. The explanted lead was discarded and is not available for manufacturer analysis. No additional relevant information has been received to date.